Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had minor scratches on lcd window and reservoir tube window, cracked case at reservoir tube window corners, cracked battery tube threads, and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error during basal. Customer's blood glucose was 168 mg/dl. Customer does not recall any significant events that may have caused the alarm to occur. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.